Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a brief low glucose event to 68 mg/dl during sleep while using the ilet on the third day of therapy, with stable glucose prior to the event and return to range without intervention. Symptoms included no reported hypoglycemia symptoms. Outcomes included no clinical intervention, no hospitalization, and continued in-range glucose thereafter. Investigation included case review and product-use troubleshooting and education regarding the initial learning period of the ilet. Investigation of this case revealed no device malfunction and no identifiable external contributing factors, and the event was consistent with hypoglycemia of unclear cause during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.